Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the pacemaker system was implanted, the patient started experiencing hiccups, which have been non-stop since then. Pacing was turned off, however the patient's hiccups continued. Health professionals were unable to confirm if device related. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.